Event description:
Follow up found that the whole device and tissue around it looked like wood inside the body. The day before explant, the lead and generator that were outside of the body broke off "like a stick" from corrosion. The lead was cut at the base of the electrode coils and the electrodes were left on the nerve, with heavy duty antibiotic rinses run. No additional information has been provided.

Event description:
Additional information was received that the patient remained on antibiotic therapy after explant. No further information will be provided to the manufacturer. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
On (B)(4) 2013, it was reported by the nurse practitioner that the patient walked into the clinic that day with vns generator exposed. The patient came to the clinic to pick up some medications from the pharmacy and tell the physician about this. The nurse stated that she had never seen anything like this before. She could see the lower half of the patient's generator. The patient stated that the device was still working and had helped with his seizures. He denied any pain or fever, but did have yellow drainage. The patient reported that the vns had been "hanging out" for two to three weeks. The surgeon was contacted and the patient was sent to the emergency room and given antibiotics. Follow up with the nurse found that there had been no sign of any problems in (B)(6) when the patient was last seen. That monday when the patient came into the clinic, the device was hanging halfway out of his chest and was half exposed. Per the emergency room, there was no sign of an acute infection; however, the nurse stated that she saw drainage and the site was red. Per the nurse, it looked like no cultures were taken, but there was no swelling and the patient did not have a fever. It was stated that the patient was physiologically very thin and that the vns was working it's way out and rubbed out through the skin. Per the nurse, the patient did not get cultures taken as he left the emergency room because he "had other things to do". On (B)(6) 2013, the patient came in and had the vns stimulator in his hand. The skin around this area was missing. The patient was scheduled for a full revision surgery as the patient reports benefit from vns. As of (B)(6) 2013, it was reported that the patient is having a trial of antibiotics and IV prior to any replacement.

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected data: the initial report did not report the explant date. Corrected data: follow-up report #1 contained information that should have been a separate medwatch as the suspect device was the lead and not the generator as reported in this medwatch. The information relating to the lead event was reported in medwatch 1644487-2013-02830 device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
.